Event description:
The sales rep reports that during a lobectomy procedure, when trying to fire the device, the staple line would not close on the back side. This occurred on the 2nd and 3rd reload. They got a 4th reload from a different load and it worked fine. There as no patient consequence.